Event description:
It was reported that the surgeon was using t-handle with 2.4mm threaded reduction tool (item #03.507.002s) to help reduce a zygomatico maxillary complex fracture. The reduction tool was inserted and tightened into the zygoma to reduce. During the reduction the 03.507.002s broke and the tip of the instrument was left insitu in the patient¿s zygoma. The surgeon tried to retrieve without success the 03.507.002s tip was left in the patient. Procedure was completed without further incident. Patient is recovering with no complication. There was a fifteen minute time delay reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.